Event description:
It was reported by the affiliate that during a cystectomy procedure, the clips stuck in the clip. Clips would not advance. Some clips are malformed out of the clip but they were recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.